Event description:
The fse reported that both monitors were not working. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced and the power supply connectors were repaired during the service call. The system was tested and found to be working as intended and put back into service.